Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading ranged from 257-348 mg/dl, and the meter bg reading was 135-136 mg/dl. Based on the cgm reading, the pump delivered an automatic correction bolus of 5.71 units of insulin. Customer's blood glucose level lowered to 63 mg/dl. The customer disconnected from the pump and consumed carbohydrates to address the 5.71 units of unintended insulin that had been delivered. A replacement sensor was sent to the customer, and the customer reverted to an alternate pump for continued insulin therapy.